Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that he was taken to the emergency room on (B)(6) 2016 due to high blood glucose levels. The customer's blood glucose level was high due to a bent cannula and the settings needed to be adjusted. Customer's blood glucose level was 510 mg/dl. He was nauseous, vomiting, dizzy, and dehydrated. The customer treated his blood glucose level with manual injections. The customer had a diabetic ketoacidosis. He was given insulin drip and IV drip. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.